Event description:
It was reported that since the patient was implanted with a pain device system the patient was unable to void when the pain device system was turned on. When the pain device system was turned off the patient had to try really hard to void. It was recommended to see if the 3023 was on or had not power on reset. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Patient programmer: model 3031a, serial # (B)(4), implanted: na, explanted: na. Extension: model 3095, serial # (B)(6), implanted: 2002 (B)(6), explanted: unk. Lead: model 3886, lot # j0217064v, implanted: 2002 (B)(6), explanted: unk.

Event description:
Additional information received noted that they met with the patient in (B)(6). Her device appeared to be functioning well. The patient hadn't adjusted the stimulation for awhile, and was assisted with that. The operation of the patient programmer was reviewed and confirmed that the patient felt comfortable with its use. As of this report, the manufacturer's representative had not had any further communication from the patient or her implanting physician that she was having any further issues. It was noted that the battery appeared to be over 9 years old.